Event description:
Customer had needle break off in the abdomen. She went to her md and had an x-ray. The needle was not found on the x-ray.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. Device history review was conducted and no anomalies noted. Quality will continue to monitor on monthly trend reports.